Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube k2edta plh 13x75 3.0 plbl lav had an incorrectly colored cap. The following information was provided by the initial reporter: "blue cap in edta tubes customer found one blue cap in edta tubes."

Event description:
It was reported that tube k2edta plh 13x75 3.0 plbl lav had an incorrectly colored cap. The following information was provided by the initial reporter: "blue cap in edta tubes customer found one blue cap in edta tubes.".

Manufacturer narrative:
H.6. Investigation: bd received 100 customer samples from the customer for evaluation. One photo was received. The customer¿s failure mode of ¿incorrect cap color¿ was seen in the customer samples and photo as the shield is the incorrect color.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.